Manufacturer narrative:
Device eval anticipated, but not yet begun.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the unit failed to switch to back-up power battery when unplugged from the ac. The user reported during troubleshooting, the system successfully switched from ac to back-up battery. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.